Event description:
It was reported that during a colon resection procedure, the device would cut, but stapled partially. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.